Manufacturer narrative:
Correction: conclusions code should have been 22 - known inherent risk of device the following narrative should have been used in previous reporting: a review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the infection resolved.

Manufacturer narrative:
Date of event and therapy dates are estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-31045, 1627487-2020-30742, 1627487-2020-30743, 1627487-2020-30745, 1627487-2020-30747, 1627487-2020-30749. It was reported that the patient developed an infection on the system. As a result, surgery occurred to explant the system, and the patient is taking oral antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.